Event description:
It was reported that pump unexpectedly shut down and needed to be plugged into a power source to turn back on. There was no reported adverse impact to the customer's blood glucose level. Technical support educated customer that insulin on board and maximum hourly bolus were reset to zero, that continuous glucose monitoring sessions must be manually restarted, and that cartridge must be reloaded whenever pump turned off or was reset, which customer understood and acknowledged.